Event description:
It was reported that the customer frequently had to update the time on the pump and wanted further assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with updating the pump time and advised the customer to monitor any further discrepancies, but the customer was dissatisfied and indicated she would call back later. No additional information was received regarding the outcome of the event.